Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, on the second firing clips would not hold. Another device was used to complete the procedure with no pt consequence.